Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28jul2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported, left side moderate breast pain with no mention of treatment. Device has been explanted and replaced.